Event description:
The PICC was noted to have hole at the junction of the clear catheter portion to the white hub during infusion. Lumen was clamped proximal to the hole, the site of the hole was cleansed with chloraprep and wrapped with sterile gauze. The PICC was later replaced over a guidewire. This facility is seeing an increased trend with this device.